Manufacturer narrative:
(B)(4)

Event description:
The patient was found to have a hematoma when they presented with swelling and ecchymosis. This device remains implanted and the patient is to come back for another follow-up in one week.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.